Manufacturer narrative:
(B)(4). Date sent: 10/5/2020 additional information was requested, and the following was obtained: what were the indications for surgery? - obesity which trigger number had the reported problem? - number 2, gst green load did the device deliver any clamps on either side of the cut line? - no approximately how far did the device cut and staple? - the device cut and did not staple was there any movement of the tissue during shooting? - I don't know was reinforcement material used? - no how was the fistula identified? - image exams are intraoperative photos or videos available? - no are photos of the device available? - no what is the patient's current state? - patient still in a serious state, the fistula has closed, but she developed a rare allergic syndrome during hospitalization that causes pulmonary complications, in the liver, heart and kidney, she only had the preserved heart, it is in hemihiasis, in hemody (status of the day (B)(6) ).

Manufacturer narrative:
(B)(4). Date sent: 8/27/2020. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What firing number experienced the reported issue? Did the device deliver any staples on either side of cut line? Approximately how far did device cut and staple? Was there any tissue movement during firing? Was buttressing material used? How was the fistula identified? Are intraoperative photos or video available? Are photos of device available? What is the current patient status?

Event description:
It was reported that the patient underwent a vertical gastrectomy procedure on july 17. During the procedure, the surgeon verified that when firing the green reload it cut and did not staple. Because of this complication with the product he had to suture all the tissue in this "staple line". The patient was discharged, but she was readmitted to the ICU a few days after discharge, with a fistula in the stomach (in the antrum) and a severe abdominal abscess. This is what the doctor reported this morning', the patient would be evaluated again for possible reoperation.